Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance was observed. Patient was asymptomatic. No intervention was reported, and patient will continue to be monitored.